Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing a rub rash on his shoulder from the strap of the garment. There is no alleged device malfunction. The patient told his physician about the rash and used a medicated cream to treat the rash. Follow-up indicated that the skin irritation was improving.